Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2007403. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, a thorough analysis could not be completed. Based on the limited investigation results, a cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that the bd flu+¿ syringe plunger was loose. The following information was provided by the initial reporter: "plunger feels loose".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd flu+¿ syringe plunger was loose. The following information was provided by the initial reporter: "plunger feels loose".